Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure on (B)(6) 2019 and the ipg was not placed into surgery mode. That is all the information available at this time

Manufacturer narrative:
The statement 'date of event is estimated" should have been added to the initial report . :the initial report should have been reported as only product problem rather than adverse event and product problem. The initial report should have been reported as no adverse event as no adverse outcomes attributed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post operatively.